Event description:
It was reported the pt experiences pain at the ipg site with stimulation initiated for one lead. Reprogramming was performed utilizing the opposite lead only. Surgical intervention was undertaken on (B)(6) 2014, to revise the ipg as the device reportedly shifted midline. The procedure was completed by suturing the ipg into the original pocket. Follow-up revealed the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.